Manufacturer narrative:
The investigation identified a part had separated from the main lift spindle allowing the spindle to no longer hold the position of the operating table which dropped into the lowest position as a result of the failure. It was not possible to identify the root cause for the part separation. The manufacturing data and investigation results indicated no deviations from the specifications. The main lift spindle was exchanged and the operating table is working as intended. Based on this no further action is required.

Event description:
The customer alleged the operating table trusystem 7000 displayed an error message. Upon further evaluation by the biomed technician the device dropped into the lowest position and could not be raised anymore. No injury was reported. The complaint is registered under (B)(4) in our complaint handling system.

Manufacturer narrative:
Upon device inspection by a hillrom technician it was identified the main lift spindle is defect. The spindle was exchanged. Once further information is available from the investigation a follow-up report will be submitted.

Event description:
The customer alleged the operating table trusystem 7000 displayed an error message. Upon further evaluation by the biomed technician the device dropped into the lowest position and could not be raised anymore. No injury was reported. The complaint is registered under (B)(4) in our complaint handling system.